Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump was alarming and indicating, "cassette not recognized" for several hours or even days. Patients have not been able to finish their chemotherapy as a result of this. It is unknown if there was any patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.